Event description:
Lab tech attempted to close an immulite wedge component on a counter top and it slipped out from under the hand causing the thumb to swell due to a torn ligament. No physician report of this injury was available from the initial reporter. Customer did not provide info regarding product identification. Diagnostic products corp did not become aware of this incident until it was reported to a technical service rep visiting the site on 11/5/2002.